Event description:
Additional information was received from a health care professional. The patient's pump was programmed in flex mode, which delivered 500.8 mcg/day of gablofen. It was noted that the patient was allergic to imaging dye. At implant, a dacron sleeve had been placed over the pump and the pump was anchored at 4 points with silk sutures, 2 of which were attached to the fascia. A progress note last updated on (B)(6) 2016 noted that there was difficulty filling the patient's pump. The pump site was examined and it was noted that the wound had healed well. The pump was sitting slightly on edge, and the health care professional was unable to flip the pump as it was partially anchored. The pump's alarm volume was updated to 1 cc, which gave them 9 days to schedule another refill procedure, next time under fluoroscopy. The health care professional thought at the time that a revision may not be worth the risk to the patient, especially since obesity made anchoring difficult.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (concentration 2000) via an implantable pump for intractable spasticity and multiple sclerosis. The pump was tilted in the pocket. During refill, under fluoroscopy, the pump was properly oriented when one side of the pump was depressed, but flipped when tipped the opposite direction. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The physician manually flipped the pump back into place in the pocket and the fill was completed. Surgical intervention did not occur, but it was unknown if it was planned. As of 12-oct-2016 the patient was alive with no injury, but it was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.